Manufacturer narrative:
The investigation into the reported delivery issues- anatomy has been completed. No products were returned for investigation. The root cause of the delivery issue - anatomy was most likely due to the patient condition of not being able to pass the aortic arch. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6)year-old male patient needed mechanical circulatory support. The impella 5.5 pump was unable to advance through the aortic arch during attempted delivery due to the patient's anatomy. The implant was subsequently aborted. There was no patient harm.